Event description:
Information received indicates the beds hi/low, trendelenburg and reverse trendelenburg functions do not work.

Manufacturer narrative:
The technician replaced the power control board to repair the bed.